Event description:
Hill-rom received a report from a hill-rom technician that a note was left on the bed stating the nurse call is not working. The bed was located at the account in the shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found pins on the junction box board were all bent. Per the hill-rom service manual, the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Communications: inspect and test the communication junction box. Test the sidecom communication system features for proper operation. Inspect the communication cable including the male and female pins in the plug. Test the nurse call super capacitor for proper operation. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the universal television junction box power control board to resolve the issue. Based on this info, no further action is required.